Event description:
It was reported to covidien on (B)(6) 2008 that a customer had an issue with an umbilical catheter. The customer reports that they placed an umbilical vessel catheter at the umbilical artery of a neonate. Spontaneously breakage occurred between the 17 and the 18 cm, causing blood loss.

Manufacturer narrative:
Submit date: (B)(6) 2009. Review of the device history records found that this lot met specification requirements. A sample was received for this complaint. The catheter was received attached to a 12cc syringe filled with tap water; the catheter was cut off between the 17 and 18cm mark. Flushing of the lumen was attempted; water exited the distal end of the catheter indicating that there was not a total occlusion inside the catheter. The distal end was then clamped and the lumen was pressurized to check for leaks. Water exited the side of the catheter at the end of the moulded strain relief. The catheter was then visually inspected and the source of the leak was identified as a fracture in the catheter wall at the end of the moulded strain relief. Surface scratches, possibly mechanically related, were noted at the leaking site. The "spontaneous break" between the 17 and 18cm mark was related to a clean cut or slice to the catheter; it was not thought to be related to the suture itself, the catheter may have been nicked by a sharp instrument. An undamaged section of the catheter was tensile tested to evaluate the break strength of the catheter and it exceeded the minimum break strength specification for this catheter. The minimum catheter wall shaft thickness was measured and was verified to be within specification.